Event description:
It was reported the evis exera iii colonovideoscope was leaking black liquid from the suction channel. The issue occurred after reprocessing before preparation for the next procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be unmarked from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of black material from the instrument channel was confirmed. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is likely that the foreign material could not be removed because reprocessing was not conducted properly due to leakage from the biopsy channel. However, the root cause of the material that remained in the device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.